Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Due to documented significant residual volume discrepancies (actual volumes not provided) and a loss of drug effect, the pump was replaced. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.